Event description:
It was reported that a high drain 101 alarm occurred at the end of therapy on the home choice (hc). This indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode, indicating an increased intra-peritoneal volume (iipv) event. The technical service representative (tsr) assisted the home patient (hp) in looking up the therapy information. The ultrafiltration for cycle 1 was 3056ml and the fill volume was 2500ml. The tsr asked if the hp drained out the last fill manually before starting therapy and the hp started no. The tsr explained that the hp drained a total of 5556ml in drain 1 of 4. The tsr arranged the return of the device and discussed the use of manual supplies to complete therapy. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. The reported difficulty of an increase intra-peritoneal volume (iipv) event was confirmed through an event history log review. An external/internal inspection was performed and the device passed. The device passed electrical testing and pneumatic system testing. Volumetric accuracy and temperature testing were performed and the device passed. A short simulated therapy was performed successfully on the device. The cause of the reported issue was determined to be a false empty detect and use error with the initial drain alarm setting inappropriately programmed. The homechoice / homechoice pro apd systems patient at-home guide states in the warnings: ¿setting the I-drain alarm volume too low or off can result in an incomplete initial drain followed by a full fill. This can result in an increased intraperitoneal volume (iipv) situation." A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.